Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv,3.7,8, mtx, mg (tsvtb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use (bone residue around the threads and vent). The complaint reported buccal migration, parl (periapical radiolucency) and bone loss. The reported events have been addressed in this investigation. Additionally, similar complaints for bone loss related problems have been previously investigated. The implant could not be functionally tested for the reported events (buccal migration + parl + bone loss) as they are medical conditions. Measurements were taken, the device was determined to be within design specifications when it left zimmer biomet. Pre-existing patient conditions noted on the per were rheumatoid arthritis, methotrexate + enbrel use, former smoker & moderate bone density ¿ type ii. The reported device had been placed on tooth # 26 (universal) for approximately 2 years. X-ray & picture evaluation: x-ray images were provided (file: xray). Following review by sme, bone loss was confirmed. However, migration could not be confirmed since the x-ray was taken at different angulation and is two dimensional. DHR review for the lot (1222987) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot number (1222987) for similar events and 1 other complaint was identified. Based on the available information and dimensional analysis, device malfunction did not occur. The reported bone loss was confirmed but the reported events (migration + parl) could not be confirmed/verified through the available information. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site # 26 failed to integrate due to significant bone loss at the implant site and was removed. Patient returned to the office for torque test and #26 pa film revealed buccal migration and parl. Symptoms as a result of the event: pain, edema.